Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the right coronary artery (rca). During introduction the 3.50x12 mm taxus express2 drug eluting stent began to slip off the balloon as the physician was pushing it through the guide catheter. The physician withdrew the stent delivery system and completed the procedure with another taxus stent. No patient complications were reported. Patient status reported as "no adverse reactions or problems".